Event description:
It was reported by dealer that the seat upholstery has separated from the seat base of the 6795 shower commode chair. Note: looking at the picture it does not look like one of our seats for the mariner, dealer is going to call and get more pictures and clarification.